Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during an unknown time, the pulsavac batteries exploded inside of the package. There was no harm/injury to the patient. It is unknown if there was surgical delay or if the surgery was completed with another device. Due diligence is in process; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2025-00563. The initial report was created in error and should be voided.

Event description:
This MDR is a duplicate of 0001526350-2025-00563. The initial report was created in error and should be voided.